Event description:
A report was received that the stimulation was causing the patient pain at the pocket site. Database analysis revealed no anomalies. The physician felt that the pain was nerve related to the pocket site and tissue healing. It was not related to the device. The physician believed that it would improve with time. The patient was given lidoderm patches to apply to the area. The patient was reportedly doing well.